Event description:
A patient specific implant prescription form was received for the patient's left total knee. Noted on the form: "risk of periprosthetic fracture (femur). Request is for new femoral component (smiles knee) with a long curved stem (longer 140mm)." Update 20 june 2021: x ray review finds the femoral stem has migrated which caused the risk of periprosthetic fracture, no allegation against the femoral component, therefore this MDR is being cancelled.

Manufacturer narrative:
Update 20 june 2021: x ray review finds the femoral stem has migrated which caused the risk of periprosthetic fracture, no allegation against the femoral component, therefore this MDR is being cancelled.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left total knee. Noted on the form: "risk of periprosthetic fracture (femur). Request is for new femoral component (smiles knee) with a long curved stem (longer 140mm)."